Event description:
The customer reported that the erroneous carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 1500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on the alternate dimension vista 1500 instrument. The correct results for the affected samples are unknown. The customer did not provide sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the erroneous carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran all service method tests (smts), removed sample probe 3 (s3) arm and detailed, replaced s3 mixer, performed bottom of cuvette correction (bocc) for s3 and reagent probe 5 (r5), ran alignment for all the servers, and system check, which recovered acceptably. Siemens further evaluated the event and concluded that the sample mixer and alignment problems potentially contributed to the erroneous co2 results. The reported issue was resolved with normal troubleshooting actions. The instrument is performing according to specifications. No further evaluation of this device is required.